Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided by reporter. Unknown date of when patient fell. Unknown part number, UDI is unavailable. This report is for unknown one unk - nail/unknown lot number. Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) revision was performed on (B)(6) 2015. A short tfn construct including a nail, helical blade and locking screw was implanted two to three(2-3) months ago to repair a femur fracture. The patient sustained a fall about one week ago, fracturing below the original implant. The revision construct included a longer nail, another helical blade, two (2) 5.0mm locking screws and a cable. All originally implanted hardware was removed fully intact. The procedure was successfully completed with no patient harm. This report is 1 of 3 for (B)(4).